Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was 310 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following information: the pump was evaluated and the history was reviewed. A cartridge alarm was identified along with multiple occlusion alarms. B3- updated.